Manufacturer narrative:
(B)(4). Although requested, the set has not been received. A follow up report will be submitted with failure investigation results should the set be received for evaluation.

Event description:
Received a copy of customer's medwatch report which states "upon rn walking in patient room, noted total parenteral nutrition (tpn) tubing on the floor. Hyperalimentation (hal) tubing had become disconnected from the lipids at the y site. Lipid tubing still intact. General surgery notified and ordered appropriate IV fluids to start. Hal tubing saved and given to unit director." Customer stated that product will be returned. There was no report of patient harm or medical intervention required. Customer stated that no additional event or patient information provided by the user.